Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 4 of 6 of treatment. The alarm occurred several times. The patient noted that it looked like the connection to the stay safe connection came loose and fluid leaked onto the patient¿s shirt and bed. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to discontinue treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The pdrn stated that the patient believed that fluid had been leaking for a while due to how much fluid was on the floor. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten on the patient¿s floor. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak during their pd treatment. The patient reported receiving an air detected in cassette alarm during drain 4 of 6 of treatment. The alarm occurred several times. The patient noted that it looked like the connection to the stay safe connection came loose and fluid leaked onto the patient¿s shirt and bed. Fluid was not discovered in the pump module area or on the external of the cassette. The patient was advised to discontinue treatment and follow up with their peritoneal dialysis nurse (pdrn). Upon follow up, the pdrn stated the patient saw fluid leaking from the liberty cycler set patient line¿s connector. The pdrn stated that the patient believed that fluid had been leaking for a while due to how much fluid was on the floor. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that fluid did not get in or near the cycler and confirmed that fluid had only gotten on the patient¿s floor. The pdrn stated that per the clinic¿s procedure the patient was prescribed prophylactic antibiotics (medication, dose, and route were unknown). The pdrn confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient is trained on performing stat drains, as well as manual peritoneal dialysis therapy if needed, and was unable to complete peritoneal dialysis treatment on the night of the reported event. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.